Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (2000mg/ml, 360mg/day) in an implantable pump for an unknown indication for use. The patient had a medical history of tetraplegia. The patient experienced a "pocket decubitus" on (B)(6) 2011. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting were performed. The actions/interventions taken to resolved the issue included antibiotic therapy. The issue was considered resolved as of (B)(6) 2017. No surgical interventions occurred or were planned. The pump remained implanted and in service. The patient's status was unknown. No further complications were reported/anticipated.